Manufacturer narrative:
A suspected infection was reported to abbott. The patient had a wash out at the battery site and the battery was inserted back again. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated infection has cleared.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the patient had a wash out on (B)(6) 2024 due to a suspected infection at the battery site and the battery was inserted back again.